Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d5, d9 (device available for eval), d10, e1 (initial reporter, event site email, event site telephone), e2, e3, e4, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect impact codes, investigation conclusions), h11. Due to character limitation in block e1: initial reporter: (B)(6). The fse corrected the issue by recalibrating the screen, performed battery maintenance and after doing so the unit works normally. The unit is functioning and was returned to customer.

Event description:
It was reported by getinge field service engineer (fse) that the cardiosave intra aortic balloon pump (iabp) touchscreen is difficult to press. There was no patient involved.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-(B)(6). Event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had touch screen difficult. There was no patient harm.